Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the basal delivery. The blood glucose reading was between 400 and 500 mg/dl. The customer treated with manual injection. The customer did not want to troubleshoot due to the no delivery alarm being a recurring issue. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.